Event description:
Pt status post c5-6 "acdf" on 6/27/1997 with continued arm pain. On 11/19/1998 pt was readmitted for exploration of fusion cf-6 with removal of hardware, codman, and acdf c6-7 with right iliac crest bone graft and placement of codman plate and screws. Pt was discharged on 11/20/1998 with instructions of no heavy lifting and to wear c-collar. Following surgery pt did well, and his resolved his radiculopathy. Pt continued to have some neck pain. X-rays showed a fracture screws at c-6. Pt was admitted on 10/1/1999 for removal of plate and exploration of fusion. Pt declined redo of his fusion. Surgery indicated that both superior screws had fractured and outer 1/3 of screws were removed and 2/3 remain in vertebra and could not be removed. C6-7 fusion was explored, a pseudoarthrosis was found with a small fibrous gap between c6-7 with slight movement noted, since pt declined fusion, no fusion was performed.